Event description:
Boston scientific received information that lead was being used in an off-label manner. The lead was being used with a y adapter and subsequently displayed pacing impedances of less than 200 ohms. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.